Event description:
During surgical procedure, surgeon reported that while using ligaclip devices, device was discharging multiple clips at one time that were coming out bent. A second device was used without incident.